Event description:
During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to an earth leakage current failed performance specifications.

Manufacturer narrative:
(B)(4). Device evaluation is currently in progress. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The reported issue of se 2044 (positive p tank low) was confirmed in the device logs and duplicated during the evaluation performed by the pal (product analysis lab). The device failed the homechoice rite (return instrument test / evaluation) functional test for a se 2044 and failed the rite electrical earth leakage current test. The pal evaluated the device. Powered up the device and attempted a short therapy. During self-test the pump was inoperative followed by a se 2044. An internal inspection revealed fluid in the bottle assembly and inside the pump assembly, causing the pump to short. The assignable cause for rite test failure - earth leakage current test, which is a reportable malfunction, was determined to be a shorted pump assembly as a result of fluid ingress. A review of the device's service history record was performed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.